Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: technical investigation concluded: no device history record review done, as the device was discarded so no serial number is available. Clinical conclusion: it has been reported that the user had both of his receivers break at the color marking. Both receivers got stuck in the ear. The user went to the doctor to have them removed, which was done without issues. There is no harm to the user following the incident and his ears looked fine when the user came back to the hearing care provider. Clinical conclusion is that the detached receiver has not caused harm to the patient and no medical treatment was prescribed. The receivers were discarded. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with (B)(4)). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: based on the info this is a known risk covered by CAPA. All resulting actions are contained within the CAPA which includes assessment of risks and associated updates. Device investigation concluded: no device investigation as the device was discarded. Trended case device investigation findings: 1. Inadequate pfmea assessment on insufficient glue application. 2. No mechanism to specify and control the glue application amount since this process is human driven with inconsistency 3. The exact bonding evaluation method is divert. The bonding shall be conducted between housing and receiver contact point. Not on front housing tip and receiver cable instead. Manufacturer's investigation is final. This is a combined (initial and final) report.

Event description:
Date of incident (B)(6) 2024. It was reported that the user had both receivers break at the color marking, and they got stuck inside his ears. User went to the doctor to have them removed. The doctor discarded the devices after removal. User's ears looked fine after the removal. There was no harm to the user following the incident. No further follow up is expected.